Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 7/29/2025, the beta bionics ilet user reported a damaged screen. The issue was resolved by sending a replacement device to the user. The user had an alternative form of insulin therapy available during the interim. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.